Event description:
It was reported that patient's atrial and right ventricular (rv) lead exhibited noise oversensing. The rv lead noise caused false ventricular fibrillation (vf) episodes. Low pacing impedance was also noted on the rv lead. Insulation damage was noted on both leads. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead damage was confirmed, but the reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. Visual examination did not find any anomalies except for the outer insulation damages which is consistent with procedural damage that contributed to the event of lead damage reported in the field. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.